Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that the caller said the patient had not been getting any effect from therapy since 2017 (caller stated in the past couple of months) and stated therapy has gotten less and less. Caller sated that the patient could not tolerate any increase in stimulation. 1.5 was comfortable but stimulation had been set higher in the past since 2017. Patient changed program to program 4 but it was set at 7.4 and patient was screaming in pain and told caller to turn therapy off ¿ patient did feel relief with therapy off. The caller stated the patient had a couple of falls ¿ one of which was in 2017 about a month prior to call. The other falls were asked but unknown for event date. It was recommended to have patient have ins and leads checked by hcp. There were no further complications reported.